Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter to request more information about the event. Despite reasonable attempts (1) by phone and (3) by email, no other information was provided other than the initial report and a phone confirmation that "the doctor and patient are "now both fine". A lumenis service engineer visited the site two days after the reported event, and confirmed that the customer blew the fiber and damaged the blastshield during a case. An examination of the subject device by the lumenis service engineer concluded the device operated to manufacturer's specifications. Laser system malfunction is not the suspected root cause of the event reported. As the severity of the doctor's injury could not be confirmed, lumenis cannot rule out that a serious injury had occurred. In an abundance of caution, lumenis is reporting this as an adverse event. The complainant was unable to provide the fiber device lot number. Therefore, the manufacture and expiration dates are unknown. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. Lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. A review and analysis of all available information and similar historical complaints indicated that the most probable root cause is operational context. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A user facility reported that while using their lumenis versapulse p20 laser system and utilizing an unspecified lumenis fiber during a procedure, "the fiber broke in half and shot the doctor on the finger on his right hand". The reporter had further mentioned that "the doctor's finger was not really burned, he just felt a shock-like sensation." The procedure was completed with another fiber. There were no patient complications reported as a result of this event.